Event description:
----

Manufacturer narrative:
According to our resources, the lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
A revision procedure was subsequently performed and a lead fracture was revealed. Therefore, the lead was was explanted and replaced. The patient was upgraded to a bi-ventricular implantable cardioverter defibrillator (ICD). This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was exhibiting noise, no sensing measurements and was not capturing in both bipolar and unipolar configurations. Additionally, impedance measurements had increased from 300 ohms to greater than 2500 ohms in one month's time. The associated device was reprogrammed to vvi configuration and a lead revision will most likely occur in the near future. No adverse patient effects have been reported.